Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using the same system with a delay of less than 20 min. The philips remote service engineer (rse) identified from the system log file that the x-ray generator¿s cooling unit detected an open flow switch during startup, indicating insufficient coolant flow to the x-ray tube. This prevented the system from generating higher voltage, resulting in faint images a field service engineer (fse) identified during onsite troubleshooting that the tube cooler tank had insufficient oil, refilled it, and restored pump operation by adjusting the level to specification. The issue later reoccurred, and the philips engineer discovered an oil leak in the system¿s cooling unit within the cabinet. To resolve the problem, the fse tightened all hose fittings, refilled the oil tank, and cleaned the spilled oil. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.